Event description:
A caller, calling on behalf of a customer, reported that beginning on an unspecified date customer's adc blood glucose meter began flickering on and off. It was further reported that on (B)(6) 2014 while customer was in a grocery store he experienced a loss of consciousness. Paramedics were called, received a reading of 23 mg/dl and transported him to a local healthcare facility. Customer was diagnosed with hypoglycemia. Caller did not know the specific treatment that was rendered, but it can be assumed that a reading of 23 mg/dl received by a healthcare provider would necessitate treatment with glucose, either via intravenous infusion or via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned on (B)(6) 2014 and an investigation has determined the complaint is not confirmed. Meter powered on with button depression and insertion of strips. Display flashing on and off was not observed. Note: the information entered in section e-1 is the customer's data. All pertinent information available to abbott diabetes care has been submitted.